Event description:
It was reported while using bd glide¿ with tbl bd ultra-fine¿ needle insulin syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: they had also faced leakage complaint.

Manufacturer narrative:
H6: investigation summary; no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1347340. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd glide¿ with tbl bd ultra-fine¿ needle insulin syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: they had also faced leakage complaint.

Event description:
It was reported while using bd glide¿ with tbl bd ultra-fine¿ needle insulin syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: they had also faced leakage complaint.

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1347340. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.